Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure with placement of a 7-10 x 40 mm acculink stent in the moderately calcified right internal carotid artery. One day post procedure, the patient experienced orthostatic hypotension. Midodrine was administered from (B)(6) 2013 and the patient's hypotension improved. The patient was in stable condition to be discharged on (B)(6) 2013. And was discharged to a rehabilitation facility. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of hypotension is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.